Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal balloon cone and section was relaxed. No kinks or damages on the hypotube shaft profile. A detailed microscopic examination of the balloon material identified three pinholes in the proximal section of the balloon. Blade 1, examination identified that proximal blade segment was lifted which detached during analysis with 1mm of the mid blade segment missing. Blade 2 mid segment blade was bent and had detached from the proximal blade segment. The blade and pad were fully bonded on the balloon. Blade 3 examination identified that proximal and mid-section of blade segment was dented. The blade and pad were fully bonded on the balloon. The inner lumen under the balloon profile was stretched. No issues were observed with the tip of the device. The proximal markerband was flattened. No other device issues were identified during returned product analysis.

Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that the balloon was flattened from the proximal part. A 10mm x 3.25mm wolverine coronary cutting balloon monorail was selected for use. It was noted outside the patient that the proximal part of the balloon had been flattened. The procedure was completed with another of the same device. There were no patient complications. However, the device analysis revealed that pinhole was observed, blade was lifted, missing, and detached.